Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received medical attention for hyperglycemia. The patient reports they had removed the pod prior to going to their doctor due to receiving a hazard alarm during wear. Once at the doctors office the patient was treated with an insulin injection. The patient was at their doctors office for 5-10 minutes.